Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by the patient they were feeling a jolt in their back where the battery pack was and they couldn¿t remember how to turn it off. There were no further complications reported.